Event description:
It was reported that the procedure was to treat a lesion in the first branch of the obtuse marginal with heavy tortuosity and heavy calcification. Pre-dilatation of the target lesion performed prior to advancing a 2.25x28 mm xience alpine rx stent delivery system (sds) toward the target lesion; however, the sds failed to cross due to patient anatomy. There was no resistance during withdrawal. Upon removal the stent struts were noted to be bent. A new 2.25x23 mm xience alpine sds was advanced toward the target lesion but failed to cross due to patient anatomy. The 2.25x23 sds was removed without resistance from the anatomy. Upon removal, the stent was missing from the balloon and the stent was found in an unintended site (circumflex). A non-abbott balloon dilatation catheter (bdc) was advanced, the bdc tip inserted through the 2.25x23 mm stent, the balloon was deployed and the stent was successfully implanted in the circumflex. The bdc was removed and a non-abbott nc balloon catheter was used to perform post dilatation of the stent. The target lesion was ultimately treated with angioplasty because no other device was able to cross. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was requested.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.